Manufacturer narrative:
(B)(4). Date of death occurred on an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection later to be clarified as peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The patient was admitted to the hospital for the peritonitis event. The cause of the peritonitis was not reported. Treatment details were not reported. On an unknown date, the patient recovered from the peritonitis. On an unknown date of the same month as the receipt of this report, the patient died. The cause of death was reported as an unrelated medical condition; however, it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performed therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.